Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred in 2007 at 2:38 pm. She also mentioned that she was sweaty after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. The pt compared the result of 148 mg/dl on the subject meter to the clinic's meter result of 113 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known if these tests were performed at the time the pt was symptomatic. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The pt was walked through a control solution test, which passed within range. This complaint is being reported because the pt alleged that she experienced symptom of being sweaty after the reported issue began. The subject meter was compared to the clinic's meter, however, the control solution test passed within range. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.